Event description:
Case description: investigation result: mixtard 30 penfill 3 ml 100iu/ml - batch unknown no investigation was possible, because neither sample nor batch number was available. Novopen - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has ben updated with the following. -investigation result updated -device tab, EU/ca tab, device addendum tab updated -narrative updated accordingly final manufacturer's comment: (B)(6) 2021: the specific type of novopen device (such as novopen 3, novopen 4 or novopen echo) is not unknown. The suspected device (novopen) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis was performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. Elderly age of the patient (71 years) and underlying diabetes mellitus are significant confounding factors which could have contributed to the reported event of blood glucose increased. Company comment: reported event is listed. Elderly age of the patient (71 years) and underlying diabetes mellitus are significant confounding factors which could have contributed to the reported event of blood glucose increased. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary investigation result: novopen - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Blood glucose measurement is not lower than 700 mg/dl [blood glucose increased], pen does not maintain the temperature of the insulin [device temperature issue]. Study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's weight, height and body mass index (bmi) were not reported. This serious solicited report from egypt was reported by a consumer as "blood glucose measurement is not lower than 700 mg/dl(blood glucose increased)" with an unspecified onset date, "pen does not maintain the temperature of the insulin(device temperature issue)" with an unspecified onset date and concerned a (B)(6) years old female patient who was treated with novopen (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (60 iu, unknown) from 2021 and ongoing for "diabetes mellitus", dosage regimens: novopen: mixtard 30 hm penfill: ??-???-2021 to not reported (dosage regimen ongoing); current condition: diabetes mellitus (type and duration not reported). On an unknown date patient's blood glucose measurement was not lower than 700 mg/dl. It was reported that pen does not maintain the temperature of the insulin even when after placing cartridge in the refrigerator after use. Batch numbers: novopen: unknown; mixtard 30 hm penfill: asku; action taken to novopen was not reported. Action taken to mixtard 30 hm penfill was reported as no change. The outcome for the event "blood glucose measurement is not lower than 700 mg/dl(blood glucose increased)" was not reported. The outcome for the event "pen does not maintain the temperature of the insulin(device temperature issue)" was not reported. Reporter's causality (novopen) - blood glucose measurement is not lower than 700 mg/dl(blood glucose increased) : unknown. Pen does not maintain the temperature of the insulin(device temperature issue) : unknown. Company's causality (novopen) - blood glucose measurement is not lower than 700 mg/dl(blood glucose increased): possible. Pen does not maintain the temperature of the insulin(device temperature issue): possible. Reporter's causality (mixtard 30 hm penfill) - blood glucose measurement is not lower than 700 mg/dl(blood glucose increased): probable. Pen does not maintain the temperature of the insulin(device temperature issue): unknown. Company's causality (mixtard 30 hm penfill) - blood glucose measurement is not lower than 700 mg/dl(blood glucose increased) : possible. Pen does not maintain the temperature of the insulin(device temperature issue) : possible. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. Preliminary manufacturer's comment: on 14-may-2021: 14-may-2021: the suspected device has not been returned to novo nordisk for evaluation. No conclusion is reached. Relevant information on batch number, operator of the device, product handling training by health care professional, storage and usage, needle usage and injection administration technique are unavailable.